Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was confirmed upon reviewing the customer's attached picture, which displayed two devices; it was noted that the inserter of the ar-3653sp knotless 2.6 fibertak® rc soft anchor, 1.7 mm tigertape¿ loop(white/black), #2 tensionable suture (blue), self-punching, qty. 5 holding the anchor at the tip with the tails damaged.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-3652tsp, fibertak® rc suture anchor, (blue), and 1 unit of ar-3653sp, knotless 2.6 fibertak® rc soft anchor, 1.7 mm tigertape¿ loop(white/black), # 2 tensionable suture (blue), self-punching, qty. (B)(4), the ar-3652tsp was misaligned during use. Ar-3653sp was changed to and the surgeon used the drill and sleeve, but the anchor was still pulled out. This was detected during an instability procedure on (B)(6) 2025. The procedure was completed successfully by opening another type of anchor.